Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a colon resection, when the device was plugged in, it sounded as if it was activating but no heat/seal was detected even if there was an end tone. The new device was used. There was no patient involved in this event.